Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the caller wanted to know if it was acceptable for this patient to have a magnetic resonance imaging (MRI) as this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) stated that it was fine per the product's labeling. The model and serial numbers of the device, initial reporter and the facility of the event are unknown, the information is being requested to fulfill the regulatory requirements and details to complete the information of the report. At this time, the pacemaker remains in service. No adverse patient effects were reported.